Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14082. It was reported the pt was no longer receiving effective stimulation and was receiving abdominal stimulation. An sjm rep met with the pt and multiple attempts to reprogram was unable to resolve the issue. The pt underwent revision surgery where her octrode leads were replaced with a penta lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.